Event description:
It was reported by service report that the brakes could not be fully engaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Brake cam, brass roller.